Event description:
It was reported that the customer was unable to see the screen while outside due to the reflection of the sun. Customer had elevated blood glucose levels (280 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.